Manufacturer narrative:
(B)(4).

Event description:
It was reported that stent dislodgement inside patient and stent damage occurred. The target lesion was located in the saphenous vein graft. A 190 cm filterwire ez was advanced to the lesion. A 4.00 x 16 synergy ii everolimus-eluting platinum chromium coronary stent system was then advanced; however, the physician noted that the filterwire was a little sticky or abrasive. The stent was then advanced distal to the guide catheter and when the physician pulled back the stent back into the guide catheter, the stent came off of the balloon. The dislodged stent was caught on the filterwire and ended up completely crushed in the filterwire as both devices were removed. The procedure was completed with another of the same filterwire and a non-bsc stent. No patient complications were reported and the patient's status was fine.

Manufacturer narrative:
Device evaluated by manufacturer: the device was returned for analysis. The stent detached and separated from the sds (stent delivery system). The stent was returned on a filterwire. The stent was severely damaged and completely bunched up. The balloon cones were reviewed and no issues were noted. Crimp markings were evident on the balloon wall indicating overall crimp contact between the coated stent and balloon. The stent crimp force, the crimp temperature and the crimp duration for the device all are within the specified range. A visual and tactile examination found one hypotube kink at 256mm distal from the strain relief. This type of damage is consistent with excessive force being applied to the delivery system. A visual and tactile examination found no issue with the shaft polymer extrusion. The bi-component bond showed no signs of damage or strain. The bumper tip of the device showed signs of damage. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The most probable cause of the reported difficulties may be due interaction with another device. (B)(4).

Event description:
(B)(4). It was further reported that the non-bsc guide catheter was dislodged from the lesion before the stent was noted to be dislodged from the balloon. The physician upsized to an 8french sheath and then retrieved the stent.

Manufacturer narrative:
Updated: weight, weight (unit), describe event or problem, relevant tests/lab data, other relevant history. Init reporter sent to FDA corrected from ni to yes. (B)(4).

Event description:
Medwatch: (B)(4). It was further reported that the non-bsc guide catheter was dislodged from the lesion before the stent was noted to be dislodged from the balloon. The physician upsized to an 8french sheath and then retrieved the stent.